Event description:
It was reported that during surgery there was no power to the pulsavac and it did not work. The device could not be activated. There was no harm or injury to patient reported and no reported delay. Due diligence is complete. No additional information is available. At device evaluation visual inspection of the interior of the handpiece found the batteries were swollen and faded; there was corrosion and electrolyte present.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: netherlands. The investigation is complete. This is an initial final report submission. The device was returned with water damaged. The tubing was full of fluid and there was fluid inside the battery pack and handpiece. Functional testing of the returned product found the device would power on in high mode only with the original battery and powered on and functioned normally in both modes with a lab battery pack. Visual inspection of the interior of the handpiece found the motor and electrodes were rusted and corroded. The batteries were swollen and faded; there was corrosion and electrolyte present. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.